Event description:
Three days after implantation, ineffective atrial pacing with normal lead values.

Manufacturer narrative:
The dimesions of the connection system meet those proscribed in the international standard. The spring elements to contact the indifferent lead connection do not show any deformations. The lead fixation screws for the different lead contact meet the specified dimensions and the tolerance standards, and they are free of damage of any kind. The clamping depth required to clamp on is-1 lead connector pin is reached with the lead fixation screws. The device underwent a complete electrical incoming goods control and proved to be within all specifications. There are no pacing or sensing defects. There is definitely no electronic defect. Summary: the analysis results do not indicate any material or manufacturing defect. The pacemaker is within all specifications. A long-term test over 2000 operation hours also did not result in any pacing losses.